Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6)2017 and barbed suture was used. During the procedure, when the surgeon pulled the suture by holding the needle while suturing, the needle was detached from the suture. There were no adverse consequences to the patient.